Event description:
It was reported the device does not stay on when battery door is opened. I was also reported clips and covers are missing on back. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring, side bail covers and ring, side bails were missing, one case screw was missing, the heart wire contacts were discolored, the battery contacts were compressed and discolored, the battery drawer was broken and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that the battery removal test failure was caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.